Manufacturer narrative:
(B)(4). Date sent: 07/09/2020. D4: batch#: u5ax1z (sterile devices). Additional information was received: chief spoke with the trauma surgeon. The chief believes it was user error as the trauma surgeon tried to take all pulmonary vessels and the bronchus together in one firing. There was no thoracic surgeon consulted. Surgeon fired the stapler and it is alleged that no staples deployed. The surgeon then used the stapler as a cutting guide cut all vessels without checking the staple line or providing proximal / distal control. The case was completed, and the device was given to the chief nurse who did some initial troubleshooting / evaluation of the device. When the nurse fired the device outside of the surgical field the staples deployed. The trauma surgeon and the chief of surgery are not interested in speaking with ethicon engineering / medical personnel. Based on review of the event the chief of surgery does not feel the device malfunctioned leading to the patient¿s ultimate demise. Device analysis of sterile devices recived: the analysis results found that the tx60b device was received sterile and with no apparent damage. The device was opened and tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria the event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/29/2020. Batch # u5ax1z additional information was requested and the following was obtained: can a detailed timeline of events leading up to the patient¿s death be provided? What was the precise nature to the patient¿s trauma injury? Can more details be provided to what structure or structures were in the jaws of the device during firing? What is the surgeon¿s experience with the device? Were there any clips used in the area prior to firing? Was the device closed and reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery/venous division? Was there any issue with staple formation? If so, please describe the shape and location. Will an autopsy be done? If so, please send the results to productcomplaint1@its.jnj.com. Does the surgeon believe that the tx60b device caused or contributed to the patient death or were there other contributing patient factors? Response: patient background: (B)(6) year old female. Transferred to (B)(6) medical center on (B)(6) from outside hospital. Intubated when transferred. Surgery was performed (B)(6). Patient factors: covid positive, hypertension, kidney issue, type ii diabetes, in cardiogenic shock. Intra-op details: information received was from non-clinical personnel. This information will be confirmed. Surgeon noted that the patient was not positioned properly on operating table. I do not know what the initial procedure was. Prior to using any stapler, there was a large tear in the pv and bronchus. Tried to suture but tear was too close to main pulmonary artery and surgeon could not risk injury. Surgeon decided to proceed with pneumonectomy. Used stapler near hilum. Resident fired stapler. During interview it is noted that resident is very petite. Resident reported no notable issues with firing sequence although surgeon noted hearing suspicious noise when resident fired. When trying to come off tissue, stapler would not open. [Not sure how they finally released it from tissue]. Inspection of staple line revealed no staples were placed down (no cut line either as tx doesn¿t cut). Grey sequence of events here¿somehow they were able to resect the lung tissue but either after resecting or during resection, patient suffered massive hemorrhage coming from pulmonary hilum. Surgeon clamped hilum to control bleeding. Surgeon sutured hilum, removed clamp, packed chest and sent patient to ICU. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staples presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a trauma case, the product tx60b was used on pulmonary vessel and lung tissue. The patient hemorrhaged and did not survive.